Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a care alert with high impedance and increased sensing integrity counter (sic). A lead fracture is suspected. Reprogramming was completed and the patient was fitted with a lifevest until, eventually the lead was able to be extracted. No patient complications have been reported as a result of this event.